Manufacturer narrative:
The reported events of unacceptable sensing and capture parameters and twisted insulation were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After the helix was cleaned, torque was applied to the connector pin, and the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with tissue and over torque of the inner coil. Visual inspection of the lead did not find any twisted insulation. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. After the lead was positioned, the physician found that the sensing and pacing parameters were unacceptable. An attempt was made to reposition the lead, however the helix failed to extend and the in coil instead rotated inside the lead body when torque was applied. The procedure was completed with use of a replacement lead. The patient was stable.